Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/23/2015.

Manufacturer narrative:
(B)(4). (B)(6) refer to the same case.

Event description:
Procedure: lobectomy. According to the reporter: customer reports that during the activation of the instrument (meaning during the firing), the cartridge (legacy vascular 30mm-2.5mm) was constantly oscillating along the articulation, and upon return of the knife at the end of the activation, the instrument went into maximum articulation without any button being pressed. The reload was partially articulated during the firing. The reload was shaking in one direction the whole time it was firing. With fixed anvil down, the reload moved/swang/wobbled left several times during firing. The reload was still clamped on the pulmonary artery when it fully articulated. The surgeon was on a pulmonary artery when this happened. Surgeon stopped using it. Age and weight are unknown. No patient injury. Medical intervention: overcast stitch on the aorta at the staple line. No tissue damage. Blood loss of more than 500 cc and a blood transfusion was necessary. No extra surgical time required. Nothing fell in the surgical cavity. No reinforcement material used. Patient current status is good. No unanticipated tissue loss. There was not poor staple formation during any of the firings.